Event description:
The surgeon implanted an aa4204vf model lens but it was damaged as it was being inserted. The surgeon enlarged the incision to remove the lens and then proceeded to implant an aq2010v model lens but it also was damaged. The lens was removed and a third lens was successfully implanted. A horizontal suture was placed in the wider than usual wound. The surgeon indicated that the injection system malfunctioned.